Event description:
New information received notes that the patient was discharged as an outpatient.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient received an inappropriate shock due to noise. The lead was capped and replaced.